Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pace/sense portion of this right ventricular (rv) lead exhibited noise and oversensing at a routine device change out procedure. Defibrillation threshold (dft) testing showed the shocking portion of the lead to be functioning properly. The pace/sense portion of this lead was capped and a new pace/sense rv lead was implanted. No additional adverse patient effects were reported.